Event description:
There was an allegation of a questionable total protein gen.2 result from the cobas 8000 cobas c 701 module for 4 patients. Patient 1's initial result was 52.8 g/l, and the repeat result was 68.1 g/l. Patient 2's initial result was 44.7 g/l, and the repeat result was 61 g/l. Patient 3's initial result was 55.9 g/l, and the repeat result was 70.7 g/l. Patient 4's initial result was 45.1 g/l, and the repeat result was 68 g/l.

Manufacturer narrative:
The total protein gen.2 reagent lot number is 93559501, and the expiration date is 30-apr-2027. The investigation is ongoing.

Manufacturer narrative:
It was reported that the problem was punctual for 10 min and solved on its own since the customer took all his tubes back to check. The customer has not reported further issues since. The investigation was unable to determine a direct root cause.